Event description:
It was reported that a spectrum pump falsely alarmed air in line. Any pt injury, involvement, or medical intervention is unk.

Manufacturer narrative:
MFR ref no: (B)(4). Baxter received and evaluated the device. The device was found to be out of spec in relation to the reported symptom, which was unable to be reproduced. Eval found the lower reading on the ultrasonic sensor to be below spec, caused by a failed upstream sensor. With low ultrasonic readings it would make the pump more sensitive to air in line alarms. The failed ultrasonic sensor was replaced.